Event description:
Boston scientific crm received information that this right ventricular lead dislodged. Additionally, some ventricular undersensing was noted. The sensitivity floor was adjusted which seemed to work well and the lead was repositioned. One week later, we received new information that this lead dislodged a second time. The patient was already in the hospital for leg clots and during that time, a heart rate of 20 bpm was observed. External pacing was administered. The physician elected to explant the lead and replace it with a new lead. Upon extraction of this lead, tissue was noted in the helix.